Event description:
It was reported that lead dislodged a day after implant and has not had capture since then. It was further reported that the lead caused diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. The distal conductor had blood/body fluid (not obstructed).